Manufacturer narrative:
Corrected data h9 - if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The cause of the device entering the service application state was due to the surgical procedure the patient had. Per clinicians manual arten600060791 rev. A - under warnings - there is sufficient documentation concerning the use of electrosurgery devices. As a result of this finding, actions have been taken to prevent reoccurrence

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention may take place to address the issue.